Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the implant procedure, it was observed that the helix of the right ventricular (rv) lead was unable to extend. The physician elected to use a new lead to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete passive lead was returned in one piece with all four tines intact. The lead returned is a passive lead not an active lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of damages that are consistent with procedural damage. The reported event of helix failure to extend could not be confirmed.